Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 386mg/dl. The expected fasting blood glucose test result range is 100 to 160mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is few days ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that she run a blood test and got 386mg/dl then back to back and got 173/175/197 mg/dl fasting. These tests were done on the same and different finger. Customer is concern with erratic blood results. Customer states that her normal glucose is 100-160mg/dl fasting and she test 4-5 times a day.